Event description:
On (B)(6) 2013, a 23mm epic valve was implanted in the aortic position. Per report on 27 june 2017, the valve was explanted due to premature dysfunction of the valve. A 23mm carpentier-edwards perimount magna ease valve was implanted with adequate coaptation. Approximately 8 minutes after reperfusion began, the patient became hemodynamically unstable. Hypotension and bradycardia requiring resuscitative measures occurred. A coronary artery saphenous vein graft was performed; however, the patient went into ventricular fibrillation. The patient reportedly had a stroke and died during surgery.

Manufacturer narrative:
The results of this investigation concluded that one and one half cusps were received for analysis. The intact cusp contained a tear along the base. Both cusps were fibrotically thickened and contained outflow thrombus. No acute inflammation or significant calcifications were found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear, fibrin, or thrombus was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown.